Event description:
It was reported a patient underwent a typical flutter procedure with a thermocool smarttouch and an irrigation issue occurred during use in the patient. The thermocool smarttouch was flushed before insertion in the patient, flush was ok. After a few minutes, bubble alarm ringed. Thermocool smarttouch was flushed again (tri-way tap). This happened three times. When trying to ablate, bubble alarm, again. We checked the smartablate tubings and bubbles were visible. During that time, the physician removed it from the patient and tried to flush it, but no liquid was coming out from the thermocool smarttouch tip. He tried several times and it was not possible and asked for another thermocool smarttouch. With the new thermocool smarttouch, no bubbles anymore. The procedure was delayed 5 minutes and ultimately completed successfully. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
It was reported a patient underwent a typical flutter procedure with a thermocool smarttouch and an irrigation issue occurred during use in the patient. The thermocool smarttouch was flushed before insertion in the patient, flush was ok. After a few minutes, bubble alarm ringed. Thermocool smarttouch was flushed again (tri-way tap). This happened three times. When trying to ablate, bubble alarm, again. We checked the smartablate tubings and bubbles were visible. During that time, the physician removed it from the patient and tried to flush it, but no liquid was coming out from the thermocool smarttouch tip. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation test of the returned device were performed in accordance with j&j procedures. Visual analysis of the returned device revealed that there was a big bent in the shaft close to the handle area. An irrigation test was performed, and the catheter failed the test, there was no flow through the irrigation hole. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the shaft close to the handle. Finally, the catheter handle was dissected, and the irrigation tube was found folded inside the shaft. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation and bubble issues reported by the customer were confirmed. The potential cause of the folded irrigation tubing could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).